Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain and injury. After review of medical records, patient was revised to address failed right total hip arhtroplasty secondary to wear. On (B)(6) 2018, they noted some metallic wear debris. Ppf and sticker sheets record received. Ppf alleges metal wear and metallosis. Added medical history. Doi: (B)(6) 2011 - dor: (B)(6) 2018 (right hip).